Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #7290803 item #305200. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that foreign matter occurred with a bd filter needle. The following information was provided by the initial reporter. "Per email: on (B)(6) 2019, the reporter contacted via phone to request replacement of 1 eylea vial. The reporter denied any adverse events or missed doses due to this event. Per the reporter, on (b)6) 2019, the doctor was drawing up the medication into the syringe and noticed a fiber ¿around the filter needle.¿ the doctor did not use the medication.".